Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported that this patient went in for a follow-up appointment, and the firmware was updated. During the follow-up appointment, it was observed the battery longevity of this pacemaker decreased significantly. Several months ago, the device longevity was around 9.5 years remaining. At the most recent follow-up, however, the device longevity was around 2.5 years remaining. A save to disk was sent to technical services for further review. At this time, this pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 01:34 pm CT. The report number is being corrected from: 2124215-2018-62603 to: 2124215-2018-62426.

Event description:
It was reported that a save to disk was sent to technical services for review, and engineering analysis was performed. It was determined the power consumption of this device has been steadily increasing over the past year, and the power consumption is expected to continue to increase. Device replacement was recommended. At this time, this pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported that a device replacement procedure has been scheduled within the near future. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This supplemental report is being filed because the device was returned and analyzed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported this pacemaker was explanted and replaced. No additional adverse patient effects were reported.